Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® serum blood collection tubes had incomplete label information. The following information was provided by the initial reporter: "it was reported that the label was damaged. Damaged label".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had incomplete label information. The following information was provided by the initial reporter: "it was reported that the label was damaged. Damaged label".